Manufacturer narrative:
The device was subject to an on-site check by a dräger engineer after the second occurrence of the issue. The service engineer ran a power-on self-test (post) with the unit which was passed w/o deviations. A review of the log file revealed that the supervisor function of the sw detected speed deviations of the ventilator motor, a shut-down of automatic ventilation was forced which confirms the reported observation. The safety concept can be explained as follows: speed fluctuations of the motor may result in a deviation between actually reached and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. The design of the workstation allows further manual ventilation via the built-in breathing bag including gas dosage; the monitoring functions remain unaffected from a ventilator failure. The speed fluctuations are related to wear-and-tear of the carbon brushes; intermittent contact losses during motor rotation causes these since the motor does not provide mechanical power in these moments. The failure occurs sporadically first and can often be remedied after a few initial occurrences by rebooting until it becomes persistent ¿ rebooting lets the motor start from a different position, and everything may work well for a while. The fse informed the customer that recurrence of ventilator failures cannot be excluded if the device will be further used as is, it was recommended to replace the ventilator motor, consequently. To date, dräger has not received a service order from the hospital to provide the exchange. Most likely, the third event reported for september 13th occurred due to a delay in repairing the device. As a side note, the user mentioned to have noticed a visual ventilator failure alarm during the course of event only. The fse verified during the visit that the loudspeaker works as intended. Further, the device checks proper operation of the alarm system by self-diagnosis during the post and will indicate to the user if an alarm system failure is present.

Event description:
It was reported in an ufr to dräger that the device suddenly posted a ventilator failure alarm message during use and shut down automatic ventilation. As per report, the users exchanged the device in a controlled maneuver. The event did not lead to health consequences for the patient. Remark: according to the user facility reports filed by the hospital who owns/operates the device, it was involved in three similar events of ventilator failures during use; all events did not result in health consequences for the individual patients. A dräger service engineer was checking the device after the second event which occurred on aug.18th and diagnosed a worn ventilator motor. Replacement of the motor was recommended but dräger received no corresponding service order from the hospital. Further, the engineer was not made aware of the first event at this time. This particular report covers the first occurrence of the device malfunction, happened on april 19th, 2025.